Manufacturer narrative:
The field service engineer confirmed the reported problem and replaced the power supply and main harness to resolve this issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device wont power on. No patient involvement reported.